Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se via 6fr sheath after a peripheral interventional procedure. Reportedly, resistance was felt when advancing the thumb advancer and the sheath did not split completely. The safety release mechanism was used to retract the vessel locator wings and the starclose se device was removed from the patient anatomy without resistance. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer could not be replicated in a testing environment as the device was returned with the sheath split completed. A conclusive cause could not be determined as the reported resistance deploying the thumb advancer could not be replicated/confirmed. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.